Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.2.1, operating system: 26.5, hardware: iphone18.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient reported that they experienced redness, scarring that looks like freckles at the cannula insertion site, and tenderness while wearing the pod. The patient also reported that an allergic skin reaction causing redness, hives, had occurred while wearing the pod for longer than 48 hours. The pod infusion site was on the abdomen. The patient was diagnosed with an allergic reaction to the adhesive via a telehealth visit with their doctor. The doctor provided the patient benadryl and scarring lotion.